Event description:
A pump malfunction was reported by the customer, who was initially unaware they had turned off the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, as the malfunction was undefined and could not be confirmed as operating as intended. The customer agreed to use the current pump for continued insulin delivery until the replacement arrived. The pump was under warranty, and arrangements were made for its return with a pre-paid label. The customer followed instructions to put the pump into storage mode before sending it back.